Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not get any alarms and the customer's blood glucose levels were increasing. The customer's blood glucose level was 20 mmol/l. The customer was treated with manual injections. The device will not return for analysis.